Event description:
Complainant alleged that paramedics analyzed a pt (age and gender unknown) who was presenting a ventricular-fibrillation heart-rhythm, and rec'd "no shock advised" determination. The paramedics responded to a call and upon arrival found the pt unconscious and vital signs absent. The paramedics attached the device to the pt via multi-function electrodes and analyzed the pt. The device returned a "no shock advised" for a presented ventricular-fibrillation heart rhythm. The paramedics immediately placed the device in manual-mode operations and charged the device. The medics then administered a 200 joule shock to the pt and converted the heart-rhythm to asystole. The paramedics continued to provide therapy to the pt and ultimately delivered two add'l shocks of 300 and 360 joules respectively for a total of three (3) shocks. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.